Event description:
It was reported that the pump indicated a data log corruption. Additionally, the pump was intermittently not logging data despite being in use. The customer¿s blood glucose was 115(mg/dl). Reportedly, the customer continued using the pump for insulin therapy.